Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center for troubleshooting assistance of a system error 2240, which occurred on the homechoice (hc) during use during initial drain. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp stated they did not know the cause of the alarm. The hp did not see any loose connections or defects on the supplies. The hp stated they have had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.